Event description:
A malfunction was reported by the customer, identified by code malf 9. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue happens again.